Manufacturer narrative:
(B)(4). It has been reported that the device will not be returned for evaluation. A serial number has been provided. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
As reported by the ous affiliate, an icp displayed inconsistent readings. There were no reports of delays or patient harm.

Manufacturer narrative:
Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found that the device confirmed to specification. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.